Manufacturer narrative:
P-cap locked in place properly during testing. Unit was successfully downloaded using (thump software). Proceeded with the following testing to assure proper functionality of the unit. Unable to perform the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, and displacement test due to critical pump error (open book). The adapt tool was utilized to search for alarms that may have occurred in the past or during complaint calls that might trigger the reason complaint. During download review pump error 63 alarm confirm in (main error log) file=49 line=2318. Per engineering troubleshooting guide, it was determined that pump error 63 was triggered by hardware issue with the lcd. In addition, multiple pump error 130 were also recorded on 08/13/2025 17:35:14.000. Unit was cut open and performed a visual inspection of connectors and electronic assemblies. Per visual inspection, it was determined that the ingress of water corroding electronic assemblies including motor flex connector gold traces leading to constant critical pump error (open book image). Unit also received with the following cosmetic damages: scratched case, pillowing keypad overlay, stained keypad overlay, cracked case-corner of belt clip rails, battery tube threads - cracked and cracked case (battery tube). In conclusion customer's concern of pump error 130 was confirm in download history files. Critical pump error alarm were confirm triggered by pump error 63. Pump error 63 due to moisture damage on electronic assemblies. Cosmetic damage was confirmed during visual inspection when cracked case (battery tube) and cracked battery tube threads were noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced a critical pump error with an open book image and a pump error 130 (this alarm is generated when the pump detects movement in hall sensor counts that are unexpected since the pump did not command motor movement.) On the insulin pump. The customer also reported physical damage (a scratch) on the pump. The customer reported no adverse event. The event involved product mmt-1886. Troubleshooting was partially performed, including explaining the alarm and assisting the customer in attempting to clear it; however, the alarm persisted. No harm requiring medical intervention was reported. The customer would discontinue use of the device. Mmt-1886 was requested, and the customer's response was that the device would be returned.